Manufacturer narrative:
Initial reporter's zip code: (B)(6). (B)(4).

Event description:
It was reported that the mdu was overheating. This was noticed before the case.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Complaint of overheating could not be reproduced. Product failed functional testing with hand piece error due to stuck oscillate button. Cause of oscillate button malfunction is an oscillate button magnet that was severely corroded. Oscillate button spring was also rusty. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.